Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a 60mm thoracic aortic dissection. It was reported during the index procedure, the physician attempted to deliver the device through the patients right femoral artery via a cutdown approach. However, the delivery system could not advance due to calcification and vessel flexion. Despite multiple attempts, the delivery system did not pass. Upon withdrawal and inspection, it was confirmed that the delivery system was damaged. The same size device was passed through the device by performing a pull-through method. Treatment was performed on the target site using a new device. It was confirmed that no damage was noted to the delivery system or packaging prior to unboxing or insertion into the patient. The device was prepped per the instructions for use ( IFU). Per the physician the cause of the difficultly to position and the damage to the device was due to the patient anatomy. The calcification at the right femoral artery access site likely contributed to the deformation of the delivery system. No additional clinical sequelae were provided, and the will be monitored